Event description:
It was reported that a malfunction alarm occurred after the customer dropped the pump on the floor. Customer's blood glucose level was 200 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.